Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple episodes of syncope after being discharged from the hospital. A device check noted that the right atrial (ra) lead exhibited pacing failure. It was suspected that there was a connection issue with the implantable pulse generator (ipg). An x-ray confirmed the insertion depth of the right atrial (ra) lead pin was shallow. A revision procedure was performed and the ra lead was reconnected to the ipg. The ra lead and the ipg remain in use. No further patient complications have been reported as a result of this event.